Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). At the time of the adverse event, no deposits were reported in the pump. The patient was implanted from (B)(6) 2018 and had a pump change on (B)(6) 2018. Patient remains on support. Adverse event term: hemorrhagic cva.

Event description:
On (B)(6) 2018, the site contacted berlin heart (B)(4) to report that a patient with an excor blood pump supported in lvad configuration had a hemorrhagic cva on (B)(6) 2018. The patient exhibited an altered mental status. The anticoagulation therapy was reported to be above target range.